Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the monitor fell and hit a member of the staff on the shoulder and head, causing bruising. The monitor was clamped in an upright position when the event occurred. It was further reported that the event may have been caused by user error as the levers on the unit may not have been clamped down correctly by the previous user. There were no reports of adverse consequences.